Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal elective replacement indicator (eri), an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Additionally, insulation damage of the rv lead was visually confirmed. The device was reprogrammed and the rv lead was attached to the replacement device to resolve the event. The patient was stable and will continue to be monitored.